Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited excessive battery depletion. No changes or interventions were performed. There were no patient consequences.